Manufacturer narrative:
(B)(4). D4: two options of product information were received; a supplemental report will be further submitted clarifying which device was the revised one. 42-5121-007-11, psn mc ve asf l, 64766437. 42-5221-008-11, psn mc ve asf r, 64766739. D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, about 6 years later a revision of their articular surface was performed due to instability. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.